Event description:
It was reported that the setscrew would not tighten the lead into the header block of the implantable neurostimulator (ins) during a surgical procedure. It was stated that the physician heard the clicking (indicating torque) but the lead was still loose. It was reported that "the setscrew would not hole lead, it did not clamp down". The surgical procedure was on (B)(6) 2012. A new ins was opened and the procedure went "well". It was stated that there was "no issue with the patient" and no injury to the patient. No further information was provided.

Manufacturer narrative:
Product ID, 3889-28 lot# va0224q, implanted: 2012 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed that the setscrew was backed out too far. It was able to be re-threaded and could be tightened down onto a known good lead.